Event description:
It was reported by healthcare professional "start of PICC 4fr bilumen catheter procedure. Centimeter to introduce 18 cm after measurement, it is 100% ensured that the stylet is below number 18 and the cut is made in a single stroke, advance is started with 4cm remaining, the catheter does not advance, it is extracted and return is confirmed , the peelable needle is withdrawn 1 cm, it is advanced but the sherlock shows about insertion only oriented by the image, I decide to cut again and leave at 16 cm, I take out the catheter, I make sure 100% that the stylet is below number 16 and not running the risk of cutting the stylet, I proceed to advance the stylet to near the edge of the catheter and observe how a part of approximately one centimeter completely split comes out." Additional information received on may 10, 2022: was the procedure completed with the insertion of another catheter? A: no. Was there a need for medical intervention due to what happened, such as imaging tests, to check if there were other fragments in the patient? A: yes. Routine rx that bosses take for tip verification. Additional information received on may 12, 2022: did the product (stylet) break inside the patient? A: yes. If the product broke inside the patient, how was the product removed? A: the catheter is removed from the patient, to cut it off and leave it at 16cm. Then when the stylet is advanced, inside the PICC, to leave it positioned inside, it is observed how a part of the stylet of approximately 1cm comes out and this happens outside the patient. If the product broke inside the patient, was there any medical intervention to remove the fragment? Which? Detail. A: there was not. Is it mentioned that an x-ray was performed on the patient. Please, could you confirm if it is part of the normal procedure or if it was an additional action due to the incident presented? A: it is part of the normal procedure. Were other fragments left inside the patient? I know if, as the other fragments were removed? A: with the result of the chest rx, there is no evidence of remains of the stylet. What is the current status of the patient? A: very critical due to the condition of her base pathology, but not due to the event. How was the procedure completed? A: it could be finished without problems.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reez2404 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (reez2404) have been reported from the same facility in (B)(6).

Event description:
It was reported by healthcare professional "start of PICC 4fr bilumen catheter procedure. Centimeter to introduce 18 cm after measurement, it is 100% ensured that the stylet is below number 18 and the cut is made in a single stroke, advance is started with 4cm remaining, the catheter does not advance, it is extracted and return is confirmed , the peelable needle is withdrawn 1 cm, it is advanced but the sherlock shows about insertion only oriented by the image, I decide to cut again and leave at 16 cm, I take out the catheter, I make sure 100% that the stylet is below number 16 and not running the risk of cutting the stylet, I proceed to advance the stylet to near the edge of the catheter and observe how a part of approximately one centimeter completely split comes out." Additional information received on may 10, 2022: was the procedure completed with the insertion of another catheter? A: no. Was there a need for medical intervention due to what happened, such as imaging tests, to check if there were other fragments in the patient? A: yes. Routine rx that bosses take for tip verification. Additional information received: ¿ did the product (stylet) break inside the patient? A: yes. ¿ if the product broke inside the patient, how was the product removed? A: the catheter is removed from the patient, to cut it off and leave it at 16cm. Then when the stylet is advanced, inside the PICC, to leave it positioned inside, it is observed how a part of the stylet of approximately 1cm comes out and this happens outside the patient. ¿ if the product broke inside the patient, was there any medical intervention to remove the fragment? Which? Detail. A: there was not. ¿ is it mentioned that an x-ray was performed on the patient. Please, could you confirm if it is part of the normal procedure or if it was an additional action due to the incident presented? A: it is part of the normal procedure. ¿ were other fragments left inside the patient? I know if, as the other fragments were removed? A: with the result of the chest rx, there is no evidence of remains of the stylet. ¿ what is the current status of the patient? A: very critical due to the condition of her base pathology, but not due to the event. ¿ how was the procedure completed? A: it could be finished without problems.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.the following were reviewed as part of this investigation:¿patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling.¿ based on a review of this information, the following was concluded: the complaint of a damaged stylet is confirmed but the exact cause remains unknown. One tls stylet w/t-lock assembly was returned for evaluation. The stylet length measured 68.2 cm in length. The distal end of the stylet was found to be fractured. The distal fractured segment was not returned for investigation and should measure approximately 4.3 cm in length according to manufacturing specification for the reported lot number. Microscopic observation of the distal tip revealed the break surface to be compressed and oval shaped. A partial angled split was present in the compressed region of the stylet. The compression and partial split suggest the stylet may have been kinked during the insertion process or handling of the device. Advancement or retraction against resistance may have also contributed to the breaking of the catheter; however, the source of potential resistance remains unknown. Since a section of the stylet was found to be broken and missing, the complaint is confirmed but the exact cause remains unknown. H3 other text : evaluation findings are in section h.11.